Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the rotawire broke. A peripheral rotawire¿ was used in performing lower leg angiographic intervention. After the atherectomy rota procedure, a coyote pta balloon dilatation catheter was used over the wire. Then balloon was removed from the patients body over the rotawire. After the balloon was removed from the patients body, it was then observed that half of the rotawire was sticking out of the unspecified 5 french femoral sheath and the proximal end of the rotawire was sticking out of the backend of the balloon. The rotawire was in two pieces. The balloon was not damaged. The rotawire remnant was then simply pulled from the patient's body without any difficulty. They were able to complete the procedure. The physician had no theory on why the wire fractured. No patient complications reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and revealed that the device is broken approximately at 213cm from its proximal end. It presents also a couple of kinks at 45cm and 147cm, both from the proximal section of the wire; and also it has its spring tip stretched. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section were performed and were within specifications. The overall length and od of distal tip could not be performed because of the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism and in rare cases, death. The peripheral rotawire guidewire has an expected functional life of 5 minutes total of individual burr run times." (B)(4).

Event description:
It was reported that the rotawire broke. A peripheral rotawire¿ was used in performing lower leg angiographic intervention. After the atherectomy rota procedure, a coyote pta balloon dilatation catheter was used over the wire. Then balloon was removed from the patients body over the rotawire. After the balloon was removed from the patients body, it was then observed that half of the rotawire was sticking out of the unspecified 5 french femoral sheath and the proximal end of the rotawire was sticking out of the backend of the balloon. The rotawire was in two pieces. The balloon was not damaged. The rotawire remnant was then simply pulled from the patient's body without any difficulty. They were able to complete the procedure. The physician had no theory on why the wire fractured. No patient complications reported and patient's status was fine.